Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient and spouse reported an incident of being "zapped" by a security wand and that the patient has been "having some problems" and not feeling well since then. It was noted that the patient was concerned that the pacemaker was not working correctly and has called their doctor. The patient reported being fine during the day but was having problems sleeping at night. The device remains in use. No further patient complications have been reported as a result of this event.